Event description:
It was reported that the fiber cap detached inside the pt at 389,925 joules during prostate vaporization. The cap was retrieved with surgical pliers. The procedure was continued with another fiber, which was also reported (reference MFR report number 2937094-2012-00342). The procedure was completed with a third fiber. There was no pt injury as a result of this event.

Manufacturer narrative:
(B)(4).